Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the reservoir was occluded. Customer stated that she changed everything and within 24 hours she got no delivery alarm. Troubleshooting was done. Customer's blood glucose was 134 mg/dl. The customer was advised the items would be replaced. Customer changed her sets with no issues. No further information provided.